Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the single leaflet device attachment/slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve; however, visualization was difficult due to the first implanted clip. After deployment of the second clip, it was noted that the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A third clip was placed lateral to stabilize the slda clip. In the physicians opinion, the slda occurred due to challenging echocardiogram views. Three clips were implanted, reducing the mr to 1-2. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to case circumstances. Per the physicians opinion, the slda occurred due to challenging echocardiogram views. There is no indication of a product quality issue with respect to manufacture, design or labeling.